Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2013 and suture was used. Two hours later the patient began to experience an allergic reaction to the suture. The suture line appeared red and inflammed at the site. Additional information was requested.